Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was an intermittent power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 09/28/2016 device evaluation: the pump has been returned and evaluated by product analysis on 08/31/2016 with the following findings: a review of the black box data showed multiple reboots. A visual inspection of the pump showed that the battery compartment was cracked with damaged threads. Evidence of moisture corrosion was observed in the battery compartment. The returned battery cap had damaged threads. The pump intermittently powered on with the returned cap. A test cap was then used. The pump was then exercised for 24 hours with no issues. The pump failed a leak test at the battery compartment. The pump cover was opened and moisture ingress was observed on the battery canister. (B)(4).